Event description:
Caller reported an issue with the pump time being incorrect. There was no adverse impact to the customer's blood glucose level, as previous settings had not resulted in abnormal levels. Customer was assisted by technical support in updating the pump time and was advised to monitor for any further discrepancies, with an understanding to follow up if the issue recurs.